Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemoptysis: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Cardiopulmonary resuscitation was performed prior and throughout the procedure. Heparin and cangrelor were off due to hemoptysis. The patient outcome is unknown.